Event description:
No patient involvement: the complainant reported that the aic had a controller error. The aic was removed from service.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the console (aic) controller failure-red alarm has been completed. Data logs from the complaint date confirm the failure mode with the issuance of the controller failure (epm1 sw corruption) alarm. This controller failure happened on boot up and there is no evidence in the logs record of the alarm being issued prior to the complaint date and console was immediately replaced. The console was returned for evaluation. The alarm was reproduced on boot up in the lab. Visual inspection of the internal circuitry of the impellatronics board indicated that there was no loose cable connections and that there was power being delivered to the impellatronics board from the pbm. The firmware of the epm was then extracted from the impellatronics board and compared to the product source code revealing a difference. This confirmed that the epm firmware was corrupted. The epm software was then reinstalled onto the impellatronics board which fixed the issue. The root cause of the red controller failure was corruption of the epm software on the impellatronics board. Corrections to the initial MFR report: d2 updated common device name f6/f8 should have been let blank.